Manufacturer narrative:
The reported event of header anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right atrial set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The header anomaly was consistent with having occurred during the procedure.

Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2021. During procedure, the right atrial lead would not screw into the implantable cardioverter-defibrillator header. The device was not used and replaced within the same operation. Post-procedure the patient was stable.